Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a non-boston scientific guidewire became stuck in a farawave catheter. When the physician attempted to remove the guidewire, it came out in two parts, one outside the patient and one inside the patient. The physician successfully removed the guidewire from the left atrium. No tissue was seen on the tip of the catheter or guidewire. No other catheter malfunctions were present. A new, similar catheter and guidewire were used to complete the procedure. No patient complications were reported. The catheter was lost and is not expected to return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.